Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site. During the ipg revision procedure on (B)(6) 2026, the physician opened the ipg pocket and found the patient's l5 lead was fractured. As a result, the lead was explanted to address the issue. Therapy was restored post procedure.